Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number: (B)(4). Event occurred in the united arab emirates. It was reported that patient faced infusion set had crack in the tube event on (B)(6) 2025 and later he experienced leakage. The infusion set was in use for one day. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search a query was run in the eqms on 23-dec-2025 against "lot number 6009533 and similar malfunction codes: tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched), occlusion in the tubing and/or tubing connectors blockage, occlusion in the tubing and/or tubing connectors reduced flow, occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded). The review confirmed that lot 6009533 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search - a query was run in the eqms on 23-dec-2025 against "lot number" criteria equal 6009533 and similar malfunction codes: tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched), occlusion in the tubing and/or tubing connectors blockage, occlusion in the tubing and/or tubing connectors reduced flow, occlusion in the tubing and/or tubing connectors (e.g.,occlusion alarm from the infusion pump may have sounded). The count of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review the lot 6009533 was manufactured according to the work instruction (wi) version 120 and manufactured in the machine 12 on 06-oct-2024 with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 4j04002 was manufactured according to the wi version 54 and manufactured in the machine 04,05 and 08, on 25-sep-2024, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 4j05596 was manufactured according to the wi version 54 and manufactured in the machine 04 and 08, on 05-oct-2024, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 4j05017 was manufactured according to the wi version 54 and manufactured in the machine 04,05 and 08, on 27-sep-2024, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 4j05595 was manufactured according to the wi version 54 and manufactured in the machine 04 and 08, on 03-oct-2024, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 4j05594 was manufactured according to the wi version 54 and manufactured in the machine 04,05 and 08, on 02-oct-2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6009533 and related malfunction codes for tubing damaged. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.